Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: npi 8110 - failing pressure disc accuracy account name: (B)(6) hospital account #: (B)(4) asset name: 8110 syringe module v9.33.0 asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: biomed need assistance on 8110 sn (B)(4), running a full pm , failing the pressure disc accuracy test. Failure device type: alaris system instrument failure problem type: 8110 failure mode: see case notes case resolution: I assisted biomed on 8110 sn (B)(4), running a full pm , failing the pressure disc accuracy test. Resolution, verified the tubing jigs connection and found leaking. Re-tight the tubing jigs and issue was resolved. Ref:_00d30y0yr._5000l1lib1k:ref